Event description:
This is filed to report clip opening while establishing final arm angle. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation with a grade of 4. One mitraclip was successfully implanted in the patient. A second clip delivery system (cds) was advanced in the patient and the leaflets were grasped. While establishing the final arm angle (efaa) the clip opened. The clip was removed from the patient with no issue reported and exchanged. Another clip was implanted in the patient with no issue reported reducing the mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle (efaa)was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.